Event description:
It was reported that an ilet user experienced bluetooth connectivity issues resulting in loss of dexcom g7 cgm signal to the ilet while the sensor itself remained active, and the user sought assistance to reconnect the sensor. Symptoms included temporary loss of cgm data transmission to the pump without reported hypoglycemia, hyperglycemia, or alarms. Outcomes included a brief interruption of continuous glucose data availability to the ilet with user education provided. Investigation included guided troubleshooting steps consisting of confirming dexcom g7 selection in the ilet settings, toggling between dexcom g6 and g7, restarting the ilet, and advising a pairing wait period, along with provision of the sensor pairing code. Investigation of this case revealed a communication interruption limited to the ilet-cgm bluetooth link, with no evidence of sensor failure or physiological harm, consistent with intermittent wireless connectivity limitations. It was concluded, based on established findings for similar reports, that the cause was likely bluetooth communication disruption due to environmental or device-to-device connectivity factors.